Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), drain with trocar and tubing. It was noted that aside from the reliavac evacuator that was not provided, all other components were present without any distortion or damage. The wound drain was connected to an in house 3-spring evacuator and was able to suction without any issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿v. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. 8. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. 9. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. 10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path." Correction: d4.

Event description:
It was reported that the shape of the drain tube tip was deformed. Additional information was received on 7-jan-19, that there was no stopper on the tip of the drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the shape of the drain tube tip was deformed. Additional information was received on 7-jan-19, that there was no stopper on the tip of the drain.